Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 518 mg/dl. The customer stated that they had blood glucose was 74 mg/dl and treated with food. The customer's blood glucose was 500 mg/dl at the time of call. Symptoms that were reported at the time of the incident included none. The customer was treated for high blood glucose via insulin pump. The customer reported issues with the sensor and transmitter. Troubleshooting was provided. The customer reported a bent cannula. The customer's blood glucose was 424 mg/dl at the end of call. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.